Event description:
A tandem mobi cartridge alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully followed instructions to remove the cartridge from the pump, deliver a 9-unit bolus, and then reload the original cartridge, resuming insulin therapy without further issues.